Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had a spot of ink on the insulin pump's display. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.